Manufacturer narrative:
(B)(4).

Event description:
The customer received analyzer alarms and questionable ise indirect na, k, ci for gen.2 results for patient samples tested for comparison. The customer stated five out of ten samples tested were affected. Of the data provided for three patient samples, only the following results were discrepant. Sample 1 initial sodium result was 124 mmol/l and the repeat result was 132 mmol/l. The initial chloride result was 105 mmol/l and the repeat result was 86 mmol/l. Sample 2 initial sodium result was 132 mmol/l and the repeat result was 141 mmol/l. Sample 3 initial sodium result was 126 mmol/l and the repeat result was 138 mmol/l. The initial chloride result was 112 mmol/l and the repeat result was chloride 100 mmol/l. The customer was uncertain if any erroneous result was reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the internal standard bath was dirty. He removed and cleaned the bath and performed an ise check. The customer performed calibration and qc which passed.